Event description:
A customer reported a cartridge alarm 30 that occurred during the loading process. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, thus indicating no adverse impact on their health. Although the customer initially had trouble, they managed to get the pump working after changing the cartridge twice. They declined a replacement pump and decided to continue using the current pump.